Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v294701, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported not feeling stimulation. "Once in a great while" they would feel it. Stimulation was noted to be on with program 3 at 7.7 volts. A CT scan and a fall were noted to have been possibly related. The patient was advised to increase stimulation. They did not feel stimulation in the correct area. When she increased stimulation she felt it again but ultimately only feels it once in a great while. She had increased multiple times since (B)(6) 2015 and wanted to change programs. She changed to program 4 at 1.5 volts. She had not been holding urine. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.